Event description:
It was reported that during a procedure the device was overheated. It was reported that the customer was able to continue to use the device to complete the procedure. There was no reported delay, medical intervention or adverse consequences alleged with this event.

Manufacturer narrative:
During visual inspection it was observed that some of the internal components were worn.